Event description:
Baby was placed on a 32-33 c range of temperature , using the cooling blanket using the small infant size max-therm lite mattress when all of a sudden about 2am, everything was wet in the crib and baby was soaked in cold water from the machine. The mattress had developed a hole and leak on the crib. The bed was quickly dried up and after all was done, the baby was colder than it was prescribed. His temp had dropped to 31.7 c.